Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance measurement greater than 2,000 ohms via patient remote monitoring system. Additional information from the field representative indicated that no x-ray has been done and the patient will continue to be monitored. Another oor pli received. The field representative stated that clinic plans to continue monitor the patient and no fluoroscopy or lead revision to be done. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was received twenty-one months after the initial observations were reported that rv pacing impedance measurements were still greater than 2000 ohms. Additionally, a gradual decline in sensing measurements was noted. A boston scientific technical services documented the information and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received indicating that the system continued to exhibit high out of range rv pace lead impedance measurements. The local field representative was contacted stating that no chest x-ray performed and the clinic continues to monitor the patient. The system remains in service. No adverse patient effects were reported.